Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had a sticky connecting tube and damage to the charged coupled device (ccd) unit. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the specified resolving power was not obtained due to damage to the charged coupled device (ccd) unit. The most probable cause was traced to a component failure. However, the most probable cause of the sticky connecting tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.